Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 530 mg/dl. Prior to the event, the patient felt nervous. The customer was treated with manual injections. In troubleshooting, the drive support cap appeared normal and the insulin pump passed a manual prime test. The customer was advised to monitor the insulin. No further information was provided.